Event description:
The patient has very calcified arteries and the catheter tip tore in the calcium. The tip embolized down and could not be retrieved due to distal location. The coronary artery had normal flow at the end of the case.